Event description:
It was reported to ams on (B)(6) 2012 that the physician requested information on the potential reimbursement for replacement of the patient's inflatable penile prosthesis. On (B)(6) 2012, it was reported to ams that the patient had their inflatable penile prosthesis removed and replaced on (B)(6) 2012 due to a device malfunction.

Manufacturer narrative:
Catalog # 72402960, serial # (B)(4), expiration date: (B)(6) 2008. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.